Event description:
An operating room employee reported that the intraocular lens was not implanted. A vitrectomy was performed. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history records review indicated the product met release criteria. There have been no other complaints for this lot. Investigation has been completed based on current information. Additional information has been requested. (B)(4).